Manufacturer narrative:
Follow-up #1: date of submission 02/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings:the pump black box history showed power events following replace cartridge alarms on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. The battery cap was examined and confirmed to be within specifications. The battery compartment was observed to be cracked at the compartment threads and below the grip pad. During testing, the battery cap was able to fully tighten to the pump and the pump powered on with the returned battery cap. The pump was exercised for 24 hours without rebooting. Intermittent power was unable to be duplicated during testing. The pump was opened and there was no evidence of moisture or loose components inside the pump. Unrelated to the complaint, the pump was observed to be cracked at the upper right hand corner of the display. Also unrelated, the display screen was observed to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter confirmed that there was no known damage to the battery compartment or the cap and confirmed that the battery cap was able to secure to the pump appropriately. There was no moisture ingress noted related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.